Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/10/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient with a fibertak anchor is experiencing a foreign body reaction and skin erythema. This was discovered post-operative of an elbow biceps tendon lesion procedure. The physician did not disclose the surgery date. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.